Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female contacted zoll to report that she had some irritation under the electrodes. The patient stated that the irritation under one of the electrodes was so bad that it started to bleed a little bit. Patient called a 3 days later saying that she had tried to contact her doctor's office, but had not heart back from them yet. The patient stated that the irritation is somewhat better. There was no follow up on irritation to see if it completely healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.